Event description:
Healthcare professional reported approximately 3 weeks after injection with five syringes of juvederm voluma with lidocaine in the nasolabial folds, "midface cheeks", and marionette lines as well as concomitant injection of juvederm volbella with lidocaine in the perioral area, the pt developed a lump and swelling at the left cheek. The healthcare professional referred to the lump as a granuloma, but did not perform a biopsy to confirm the diagnosis. The pt was treated with hyaluronidase and symptoms are "about 50% better."

Manufacturer narrative:
Further info from the reported regarding event, product, or pt details has been requested. No additional info is available at this time. The event of lump and swelling are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for this event. Device history record summary: the documentary research in the batch file shows that no element could explain these reactions: all the mfg steps and all the physicochemical and microbiological results (endotoxins, bioburden) are registered as confirming to the specifications. The sterilization cycle is registered as confirming.